Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Restenosis, stent fracture and non-stroke neurological are known potential adverse events, associated with the use of carotid stents as stated in the xact instructions for use. At manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. The lot history record was reviewed and there are no non-conformances associated with this lot number.

Event description:
Device malfunction: in-stent restenosis and fractured stent. Time of malfunction: approximately 2 years post procedure. Symptoms/ae: none. It was reported that approximately two years post an uneventful left internal carotid stenting procedure, a patient who had an episode of amaurosis fugax of the left eye, returned to the catheter lab for an angiogram. The angiogram found that the xact stent was fractured with in-stent restenosis at the point of fracture. Additionally, the vessel was bent at a 90 degree angle. A non-abbott stent was placed within the xact stent; however, afer the stent was placed, the vessel rebent at the 90 degree angle, so a second non-abbott stent was placed within the stents with good results. Although requested, there was no additional information provided.